Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd sharps collector 19gal red there was a missing lid. The following information was provided by the initial reporter. The customer stated: "upon product arrival, the lid was missing for one product."

Event description:
It was reported when using the bd sharps collector 19gal red there was a missing lid. The following information was provided by the initial reporter. The customer stated: "upon product arrival, the lid was missing for one product."

Manufacturer narrative:
H6: investigation summary according with this investigation, there is not enough information provided from customer like pictures of original packaging, however, in the report customer describes that upon product arrival, it noticed that the lid was missing from one product. A device history review could not be completed as no batch number was provided. Based on information provided, it was not possible to confirm the root cause like a failure mode related to the manufacturing process since there was not enough information provided like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect the lack of missing lids. H3 other text : see h10.